Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2022-02625, 1627487-2022-02628, and 1627487-2022-02629. It was reported there is a small open area at the end point of one of the leads. Patient was prescribed antibiotics. Surgical intervention may take place at a later date. Note: it is unknown which lead is liable, as such all leads are being reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates the patient has also been using a wound care product and the small opening at lead tip area is almost completely closed.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates the lead was repositioned on (B)(6) 2022 to address the issue.